Manufacturer narrative:
Should additional information become available this investigation will be updated.

Manufacturer narrative:
Additional information received noted that this device was explanted and will be returned for analysis. Upon return and analysis this investigation will be updated.

Event description:
Boston scientific received information that an alert was triggered due to out of range shocking impedances. No adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory visual inspection of the header and the lead barrels noted no irregularities. All seal plugs were intact, and all medical adhesive was attached to the header. The header was solidly attached to the device case and no obstruction were noted in the lead barrels. Further analysis revealed that the device header passed pin gauge testing, and no cross threading was seen. The device was put through and passed the returned products test. This involves a series of automated diagnostic testing that verifies the performance of pacing, sensing, shocking and recording functions of the device commensurate with battery voltage. Device meets specification.